Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer believes that their pump is not delivering insulin resulting in elevated blood glucose (bg) levels. The customer's bg level was 200mg/dl and a manual injection was administered to address the bg level. The customer declined troubleshooting as they were not currently using the pump for insulin therapy. The customer was using manual injection for insulin therapy.